Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an unspecified cartridge issue. Additionally, it was reported that pump continued to deliver insulin although the pump stated insulin was suspended. There was no adverse impact to the customer's blood glucose level due to the reported issue. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.